Event description:
A review of service data detected a reportable problem. During servicing, electrode belt sn (B)(4) failed a hipot test. The last patient to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the distribution node (dn) to ECG b cable was torn from ECG-b, which caused the hipot test failure. The root cause for the damaged cables was physical abuse. No adverse event resulted from the damaged cable. The last patient to use this electrode belt did not report any deficiencies.